Manufacturer narrative:
Concomitant medical products: 8637-40 neuro pump, implanted: (B)(6) 2015; addr01 ipg ,implanted: (B)(6) 2014; 8711 catheter, implanted: (B)(6) 2002; 8703w catheter, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has ongoing palpations. Atrial oversensing was noted with artifact on the right atrial (ra) lead. Reprogramming was performed. The ra lead remains in use. No further patient complications have been reported as a result of this event.